Event description:
A dialysis facility reported that a patient c/o feeling warm and flushed a few minutes after a hemodialysis treatment was initiated. Her symptoms got worse and she c/o shortness of breath as treatment progressed. They tested the dialysate for residual bleach and it tested negative at the drain but positive at the hansen connector. Treatment was terminated, and she was taken to the hospital for ER. The fluid (saline and blood) in the extracorporeal circuit was brownish in color.

Manufacturer narrative:
Device investigation showed that one of the concentrate wands was not properly inserted into the rinse port after a chemical disinfection. Residual chemical was probably not cleared from the tubing and the staff failed to test the machine for residual bleach prior to initiating treatment.